Event description:
Procedure: hernia. According to the reporter: I have hurt worse and have nerve damage due to the mesh and an allergic reaction. My stomach doesn't hang right and I am in constant pain.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. Additional information received according to the reporter: follow up was done to get in contact with the patient. He stated that ever since the date of surgery, he has had pain. He broke out in hives and has been on steroids and inhalers.

Manufacturer narrative:
(B)(4).